Manufacturer narrative:
The device was received by depuy synthes. Reliability engineering evaluated the device, and the report of front bearings were damaged was confirmed; the attachment had worn/damaged bearings. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device. The locking mechanism of the attachment was also damaged and would not secure a cutter, which was also a condition that is indicative of improper or ineffective cleaning and maintenance. No add'l info is available.

Event description:
Report received from the (B)(6) stating that the "front bearings are broken". The device was used during surgery. There was no pt or user injury reported. It is unk if there was a delay in the surgical procedure. No add'l info was provided.